Event description:
It was reported that after a pre-deployment angiogram and deployment of the 6f angio-seal, the pt was observed to have diminished pulses in the leg. An ultrasound confirmed that there was a dissection. The pt was sent to surgery. A flap dissection was found in the artery. The intimal flap in the common femoral artery was repaired. The puncture was reported to be a high femoral stick that was close to the epigastric artery. The pt was reported as stable after surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.